Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had absence of no delivery alarm. Customer's blood glucose was unknown. Customer stated that cannulas are bent and she was not getting insulin. Customer stated that 5 or 6 infusion sets were curled and took about 3 infusion sets to get them to work the customer will call back to perform high pressure test. No further information provided.